Event description:
After an implantation period of approximately 22 months, it was reported that oversensing in the ventricle channel was detected. The lead remains in the patient.

Manufacturer narrative:
A portion of the lead was explanted and returned for analysis. An explant date was not provided. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed 30cm distal to the df4 connector pin that the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.